Manufacturer narrative:
The technician found a component compromised on the motor control board. The technician replaced the motor control board to repair the bed.

Event description:
Alleged the hi/low function ran down unintentionally.